Event description:
It was reported that this atrial lead exhibited elevated threshold measurements, some decreased pacing impedance measurements and a single day with some higher percent of atrial pacing. A lead issue is suspected; therefore, the performance of this lead will be closely monitored. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).